Event description:
The patient was reportedly hit in the head which was followed by episodes of intermittencies. External equipment has been exchanged and programming adjustments were attempted; however, this did not resolve the problem. Testing of the device showed that it was functioning. The patient's internal device was explanted. The patient was reimplanted with another advanced bionics device.